Event description:
It was reported that the st holster is showing multiple error codes on the control module and would not activate the probe for initialization. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the port shaft was damaged causing poor probe initialization per customer complaint. The port shaft was replaced to correct the issue. Complaint info is trended on a regular basis to determine if further investigation is warranted.